Event description:
It was reported that the lead was opened but was found to be flexed. The lead was not attempted and another lead was used to complete the implant. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was opened but was found to be flexed. The lead was not attempted and another lead was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analysis noted that the lead was returned with the stylet in the lead and the lead was bent/flexed. The stylet was removed and the lead returned to its original state. No damage or anomalies were observed regarding the lead after the stylet was removed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.